Manufacturer narrative:
The final investigation has been completed. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was returned to olympus for device inspection. The customer's reported event of a bad quality image with an intermittent picture was confirmed. A definitive root cause was not identified. Based the device inspection, the legal manufacturer determined the probable cause of the reported event was due to a faulty cable. In addition, the inspection identified the device failed the leak test due to a puncture in the cable. The instructions for use state: if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use for an unspecified therapeutic procedure, the subject device had a bad quality image with an intermittent pictured. It is unknown how the procedure was completed. No patient harm was reported.